Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker lacked sensor response despite being programmed in a rate responsive mode with the minute ventilation sensor on. The device was reprogrammed to from a dual chamber to a single chamber rate responsive mode as patient has been in atrial fibrillation (af) since (B)(6) 2017. Attempts to review the arrhythmia logbook were complicated by lack of episodes. The patient was discharged home and will be seen again at their next regularly scheduled follow up appointment. No adverse patient effects were reported. The device remains in service.